Event description:
It was reported the implantable neurostimulator (ins) was explanted today and replaced. It was reported there was premature battery depletion and overdischarge was suspected. It was noted the number of overdischarges was unknown. It was reported the physician mode recharge (pmr) was not successful. It was unknown if any diagnostics were performed. It was reported the patient last had therapy 3 months ago. It was reported the patient lost all therapy. It was noted there was a loss of therapy benefit and increase in pain. It was reported the patient status was alive with no injury. A week later it was reported the cause of the overdischarge and patient status were unknown. 3 days later, it was noted the patient regularly used and recharged the ins on a regular schedule. It was noted the diagnostic type was unable to interrogate on (B)(6). The etiology of the ins was related to the device or therapy and not related to the implant procedure. The ¿signs symptoms were a dead generator and inability to hard start.¿ it was noted the symptoms were mild.

Manufacturer narrative:
Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37083-20, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3487a-56, lot# v162297, implanted: (B)(6) 2008, product type: lead. Product ID: 3550-29, lot# unknown, product type: accessory. (B)(4).

Manufacturer narrative:
Analysis of neurostimulator model 37714, serial #(B)(4), showed the battery had a reduce capacity due to an overdischarge condition (count of 2). The device was received with no telemetry but was recovered with a physician mode recharge (pmr) procedure and good stable output was seen. According to the trace report obtained from the device after the recovery it was recorded that the total recharge count was 23 with the last recorded recharge session while the device was implanted (B)(6) 2013. This recharging session was noted as ineffective as it only lasted 3 minutes. The last recorded effective recharge session was the default date of (B)(6) 2000 where the device was recharged for 2 hours and 9 minutes and the battery level was charged from 2.690 volts to 3.800 volts. The battery was noted to have discharged to the lock mode on (B)(6) 2013. The coupling record of the patient¿s last recharge sessions were noted as 3 @ 0%, 1 @25%, and 1 @ 50%. The device was recharge for analysis where it was noted that the recharger had full coupling at room temperature and the battery was recharged for 3 hours and 53 minutes (battery level recharged from 2.55 volts to 3.930 volts). Analysis of plug/boot accessory model 3889-29 showed no anomalies.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.